Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory was performed and no anomalies were found. No anomalies identified. No emi episodes collected in save to disk.

Event description:
It was reported that during a procedure, the patient's implantable cardioverter defibrillator (ICD) experienced electromagnetic interference (emi) which triggered a false lead integrity alert (lia). The alert tones were reset and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.